Event description:
The patient was implanted with a non-standard abbott spinal cord stimulation (scs) configuration consisting of 1 surgical lead and 2 extensions (model 3660 ipg, serial (B)(6), surgical lead model 3228). Critical safety risks and severe complications have arisen due to this undocumented configuration, detailed through the following systemic violations: 1. Systemic fraud and misrepresentation of MRI safety: the patient, who suffers from multiple lumbar disc herniations, consented to this surgery strictly based on the assurance that the device was safe for subsequent MRI scans. However, the patient later discovered through abbott¿s official technical manuals that an MRI scan under this current hardware configuration is strictly prohibited and carries severe neurological hazards. Despite these clear technical limitations, the implanting (B)(6) hospital continues to repeatedly issue fraudulent statements and false information to the patient, falsely asserting that "MRI (magnetic resonance imaging) scanning is entirely permissible under certain conditions." 2. Artificial loop formation and electrosurgical damage: during the surgical procedure, the surgeon abnormally extended the hardware, coiling the redundant extension lines into an artificial loop near the thoracic spine. Under this condition, the operation of a high-energy electrosurgical unit (bovie/electrocautery) caused the loop to act as an antenna, amplifying a massive induced electromotive force (emf) and resulting in a rogue electrical discharge directly into the intercostal space, which caused full-thickness burns and permanent fibrosis. 3. Unauthorized off-label modification & permanent inability to explant: the omission of the FDA-approved anchor protocol, replaced by the undocumented injection of 1cc of liquid adm- acellular dermal matrix around the paddle neck bound by approximately 30 non-absorbable sutures, rendering the device effectively impossible to safely explant without catastrophic risks to the spinal architecture. The medical records completely fail to specify the anatomical locations of these used materials. 4. Fraudulent device misidentification: the fraudulent issuance of an official deep brain stimulation (dbs) patient identification card for an scs system, with the technical fields for the two extensions intentionally left blank to suppress traceability. 5. Systemic breach of abbott's duty to train and supervise: under strict FDA regulations, abbott is legally mandated to properly train and supervise physicians utilizing their neuromodulation systems. However, abbott headquarters continues to evade accountability by merely providing superficial distinctions between "mr- magnetic resonance conditional" and "mr (magnetic resonance) unsafe" parts, completely ignoring the flagrant surgical deviations mentioned above. If abbott genuinely conducted lawful, certified training for these neurosurgeons, abbott must formally justify how a certified physician could perform such a fatally non-compliant, dangerous procedure. This outcome directly proves abbott's failure to maintain ongoing instruction and oversight over medical institutions. Furthermore, abbott has engaged in the systematic suppression of safety information, including the abrupt deletion of relevant technical manuals from its regional subsidiary website after being questioned. Urgent technical assessment regarding these severe hardware manipulations, product labeling fraud, and immediate regulatory intervention is required. Product details: abbott proclaim ipg 3660, penta lead 3228, extension (30cm (x2)) 3382 serial number: crj539. Pt: 2696, 3167. Device-2911, 4018, 1494, 1643, 2990. Ref: mw5190775. This report captures- proclaim 5 elite ipg (model 3660) #1.